Event description:
It was reported to medtronic minimed that the customer noticed the battery cap metal piece has fallen off and observed a crack in the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the location of damage was on battery tube side and battery tube threads. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The pump was also received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery tube threads and battery compartment of the pump during analysis. Customer alleged for damage/broken battery cap contacts was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.